Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote transmission the left ventricular (lv) lead exhibited rising thresholds that are now high. The patient was brought into the clinic and it was noted that the thresholds had gone down. The patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.